Manufacturer narrative:
Based on the information provided in the medical records, the patient with a complicated history of colon cancer, colon resection, incisional hernia repair with composix kugel implant, underwent explant with implant of a ventralight st mesh (#2). About 2 years later, the patient underwent surgical intervention for recurrent hernia with implant of a non-bard/davol mesh. A year later, patient underwent additional surgery with ¿mesh¿ removal and implant of 2 non-bard/davol meshes. It is unclear whether the ventralight st mesh (#2) or the non bard/davol mesh was removed during this procedure, therefore, we have identified that the ventralight st was removed during the procedure. The explanted ventralight st mesh was not returned to the manufacturer for evaluation. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. Based on the information provided, no conclusions can be made. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional supplemental emdr bard/davol composix kugel mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per medical records and plaintiff profile form provided by the patient's attorney: (B)(6) 2007 - patient was diagnosed with incisional ventral hernia, status post colon resection and underwent open repair surgery. Per the operative notes, the fascial defect measured proximally 15 x 11 cm, an x-large bard composix kugel hernia patch (device #1) was placed into the abdominal cavity with the gore-tex side facing down, and the polypropylene side facing up toward the peritoneum. Gore-tex sutures were pulled through the abdominal wall after making small incisions. This spread the mesh out appropriately with a good distance of 3-4 cm from the fascial edge in all directions. The surgeon then used a mechanical non bard/davol device to fixate the mesh to the abdominal wall. The mesh appeared to be in a very good position. The mesh was also sutured every 3 cm to the fascia. (B)(6) 2016 - the patient was diagnosed with recurrent ventral incarcerated incisional hernia and underwent repair with explant of the composix kugel (device #1) and implant of a ¿bard ultra light¿ (ventralight st) mesh (device #2). Per the op-notes, a plane was developed between the mesh (device #1) and the bowel, liberating the bowel from the mesh. This was done increments, since there was concern for serosal involvement and disruption. As the cephalad portion of the mesh (device #1) was approached, dense adhesions to the liver were noted. The liver capsule was involved. The left side mesh was removed first, followed by the right side. The ultra light (ventralight st - device #2) bard mesh was then brought to the field and was secured to the anterior abdominal wall with interrupted 2-0 pds. It was noted that the composix kugel device (#1) had migrated cephalad and curled, exposing it to the bowel, which had resulted in adhesions to the small bowel and liver. The mesh was bivalved to facilitate extraction; there was capsular disruption of the liver as well. (B)(6) 2018 - the patient was diagnosed with an incarcerated ventral hernia and underwent robotic-assisted repair with lysis of grade-4 adhesions and implant of a non-bard/davol mesh. Note: there was no mention of any visualization or involvement with the ventralight st (device #2) mesh in the operative report provided. (B)(6) 2019 - patient was scheduled for open repair of recurrent ventral incarcerated incisional hernia. Per the op-notes, the synthetic mesh had detached from the upper abdomen, rolled to the level of the umbilicus, resulting in hernia recurrence. A retro-rectus plane was constructed, during mobilization of the previous synthetic mesh, grade 4 adhesions of small bowels to the undersurface of the mesh were liberated, with repair of a small enterotomy. The abdominal wall was reconstructed with interrupted ethibond; a non-bard/davol acellular surgical matrix mesh was placed as an onlay; the hernia sac was excised and a non-bard/davol biologic mesh was placed over this repair. Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, abdominal pain, hernia recurrence and emotional injuries.